Event description:
It was reported that arteriotomy closure of a moderately calcified common femoral artery was attempted with proglide devices, using a pre-close technique, via a 8f sheath prior to a endovascular aortic repair (evar) procedure. Reportedly, a suture break occurred. Two additional proglide devices were used for successful suture placement. The sheath was upsized to 14f and the evar procedure was completed. The successfully pre-placed sutures of the second and third proglide devices were used to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and in the large hole technique. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Only the suture and suture trimmer were returned. The reported suture detachment could not be confirmed. The returned suture was not separated as reported. It was reported that the proglide device was used in a calcified vessel. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.